Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6430 dualwave outflow tube set collapsed. This occurred during a case. No additional information was provided, and additional information has been asked. Additional information was provided on 09/10/2024 where it was stated this event occurred during a knee scope/acl when the outflow tubing kinked at the pump box. They went to direct suction to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper cassette insertion.